Event description:
Two essure devices had issues. First essure device was deployed, and when applicator was removed, the coils came out also. Second essure device was deployed and after applicator was removed, part of a coil was observed floating in uterus (it was retrieved).